Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral angioplasty treatment procedure the balloon detached. The target lesion was located in the superficial femoral artery. A 6-10/5/75 ut diamond balloon was selected and advanced to treat the target lesion. During the procedure, the balloon became caught on the edge of the sheath and the expandable portion of the balloon detached. Multiple attempts to retrieve the detached balloon were unsuccessful. The balloon fragment remained in the superficial femoral artery. No additional patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a peripheral angioplasty treatment procedure the balloon detached. The target lesion was located in the superficial femoral artery. A (B)(6) ut diamond balloon was selected and advanced to treat the target lesion. During the procedure, the balloon became caught on the edge of the sheath and the expandable portion of the balloon detached. Multiple attempts to retrieve the detached balloon were unsuccessful. The balloon fragment remained in the superficial femoral artery. No additional patient complications were reported and the patient's status is ok.